Event description:
Stapler did not fire completely. The physician was stapling the renal artery at the time. It was noted that there was a slight increase in bleeding at the site of the misfire, but it was easily corrected without issue. Bleeding was controlled with clips, stapler removed. After looking at the stapler it was noted that not all staplers were firing.